Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, regarding the 4k autoclavable camera head image not appearing was confirmed .the image was not being displayed because the cable unit malfunctioned. We confirmed that the IFU of ch-s400-xz-ea describes the following. We determined that the reported issue might have been prevented by following :precautions ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned for evaluation. The reported no picture malfunction was confirmed and was found to be due to a defective cable unit. Additionally, the rear cover label was observed to be scratched. The device was repaired to specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician at the user facility that the 4k autoclavable camera head reportedly had no image during preparation for use. No patient involvement was reported.